Event description:
Defibrillation energy delivery inoperative ff/emt's responded to a person in cardiac arrest. The device was connected to the pt, but according to the reporter, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. The reporter said that problem was resolved, but then the device would not analyze the pt's rhythm because the device was alarming "motion detected." The reporter stated the pt expired, but was "not expected to make it anyway."

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.